Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient had her scs ipg replaced with a new one. The reported issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient does not have stimulation on and when trying to turn her stimulation on with the patient programmer, the programmer displays a diagnostic error. A replacement patient programmer sent to the patient did not resolve the issue. Surgical intervention is planned for a later date to address the issue.